Event description:
It was reported that during a ptca procedure, the proximal shaft of the liberte' monorail coronary stent delivery system broke during advancement through the sheath. The location of the lesion being treated is unknown. The device was removed and the procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good."